Event description:
The user facility reported their system 1e unit was leaking water. No report of injury.

Manufacturer narrative:
A steris service technician was dispatched to the user facility to address a uv light intensity timeout alarm; this alarm is unrelated to the reported event. While the technician was inspecting the unit, he identified a leak in the water hose connected to the uv light assembly. The technician replaced the system 1e's hose assembly, tested the unit, and confirmed it to be operating according to specification. No additional issues have been reported.